Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and whether the patient was hospitalized for the peritonitis were unknown. One day after onset, the patient began treatment for the peritonitis with cefazolin (1 gram, frequency and route of administration was not reported) and ceftazidime (dose, frequency and route of administration was not reported). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available.